Manufacturer narrative:
Complaint conclusion: as reported by the sales rep, customer states that during use of a 6f avanti plus sheath, the side-arm of the sheath easily "popped off". No treatment was required. No adverse outcome to patient. Additional information stated that the side arm came off in the post-procedure care area. There were no damages or anomalies noted to the devices or packaging prior to use, and it was not noted if there were any anomalies to the side port. The device was reportedly handled and prepped according to the instructions for use (IFU). The device was being flushed with heparinized saline when the side port popped off. The side port was not kinked/bent prior to popping off and extra pressure was not required when fluid was injected into the port. The sheath was pulled and hemostasis was achieved by manual compression. There was no patient injury. Two boxes sterile of si avanti+ 6f std w/gw no obt were received inside of a plastic bag. Two boxes from lot # 17549549 catalog # 504-606x were received properly seal at ¿open other end¿ label. Each box contained five sterile units in its properly sealed inner tray of lot # 17549549 catalog # 504-606x. Units were identify from 1 to 10 and no damages or separated components were observed on them. Unit involved was not received for analysis. A review of the manufacturing documentation associated with this lot 17549549 was performed and no anomalies were found that could be related to the reported event. The event of ¿side port extension ¿ separated - during use¿ was not confirmed since the involved device was not received for analysis and no anomalies or damages were observed on the received product during the analysis. The side port tubing of the inspected units were properly assembled and well-fixed to the cannulas. The exact cause of reported event could not be conclusive determined. According to the IFU, users are cautioned to not use open or damaged products. Neither the product analysis nor the manufacturing records review suggests that the event experienced by the costumer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information was received:  it came off in the post-procedure care area. There were no damages or anomalies noted to the devices or packaging prior to use, and it was not noted if there were any anomalies to the side port. The device was reportedly handled and prepped according to the instructions for use (IFU). The device was being flushed with heparinized saline wen the side port popped off. The side port was not kinked/bent prior to popping off and extra pressure was not required when fluid was injected into the port. The sheath was pulled and hemostasis was achieved by manual compression. There was no patient injury.     The complaint product was discarded; however sterile devices were returned for analysis. Device available for evaluation? Was updated accordingly. The engineering report is not yet available, however it will be provided with 30 days upon receipt.  A device history record (DHR) review was conducted and the product met quality requirements for product acceptance.  Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was discarded, but sterile products are expected to be returned for analysis. However, they have not been received yet. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the sales rep, customer states that during use of a 6f avanti plus sheath, the side-arm of the sheath easily "popped off". No treatment was required. No adverse outcome to patient.